Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to low blood glucose of 28mg/dl. The customer stated that he was experiencing high glucose for (B)(6). The customer's most recent glucose reading was 266mg/dl. Troubleshooting was performed. The programming, time, and date were correct. The customer stated that there is more insulin in the status screen than the reservoir. The customer stated that the insulin pump was exposed to the body scanner at the (B)(6) check point. Advised the customer to discontinue use of the insulin pump and revert to back up plan. Explained to customer that the insulin would be replaced. No further information was provided.